Event description:
Customer reported issues with the insulin pump. Customer states that he has had issues with the tape adherence due to sweating. The blood glucose reading went from 357 mg/dl to 35 mg/dl. At the time of the call, the blood glucose reading was 187 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.